Event description:
A malfunction alarm identified as malf 1 was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.